Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was not able to duplicate the initial event. The ventilator passed calibrations and self-testing and ran for 52 hours with no issues. The ventilator returned to service.

Event description:
Report received stating that due to a malfunction of an 840 ventilator; the patient was placed on a second ventilator. The patient was not harmed as a result of the event.